Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have received recurring failed battery test alarm. Customer's blood glucose was unknown at the time of incident. Customer stated that she keeps on getting failed battery test alarm even if a new battery is being used. During the failed battery test alarm troubleshooting, advised customer to clear the alarm before inserting new battery and no failed battery test alarm was received. Customer stated that she would frequently receive a failed battery alarm even with new battery. Advised customer to discontinue use of insulin pump and revert to back-up plan. Insulin pump is being replaced and is expected to return for analysis.